Event description:
It was reported that the patient experienced a hypoglycemic event resulting in loss of consciousness and evaluation in the emergency department, after which the patient was treated and discharged the same day; the cause of the event and any device component involvement remained unclear and not established. Symptoms included hypoglycemia and loss of consciousness. Outcomes included unexpected medical intervention with emergency department evaluation and treatment, with no inpatient admission. Investigation included review of information provided by the clinical diabetes specialist and attempted communication/interviews with the patient to obtain additional details. Investigation of this case revealed insufficient information, no specific medical device problem identified, and no device component finding. It was concluded, based on previously established findings for similar reports, that the cause was not established. If additional information becomes available, a supplemental MDR will be submitted.